Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and was exhibiting loss of capture and high pacing threshold measurements. Surgical intervention was performed and the rv lead was repositioned and remains in service. The physician suspected the dislodgement was the result of the suture sleeve not being fixed properly. No additional adverse patient effects were reported.